Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an unknown delivery system was used. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform" instructions for use, "indications and usage: the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1 degree of left to right shunt or rv enlargement)." Na

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was successfully implanted. The patient also had saddle pulmonary embolism (spe) and an intervention was performed on the same day the 30-25mm amplatzer talisman pfo occluder was implanted. The device embolized during inari thrombectomy procedure and was snared out of patient successfully. The device completely dislodged because the physician pulled on the right side disc with a wire by accident. 30mm amplatzer cribriform device was then used to occlude pfo but device was defective and was "tuliping" into the left atrium. Device was never released from cable. Device was removed replaced with another 30mm amplatzer cribriform device which was successfully implanted into septal. Patient had no further complications. The patient is stable